Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that they observed a clear fluid leak, after a wash cycle, in the lh750 slidemaker. Customer was unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the dispense probe was unlocked. Fse correctly locked dispense probe and cleaned the truck assemblies. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.